Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s cgm displayed 135 mg/dl; however, she passed out. Her granddaughter found her, called emergency medical services (ems), and performed a bg which was 51 mg/dl. The patient was treated with glucose tablets when she regained consciousness and was transported to the emergency department (ed) where she was provided juice and crackers. The patient was released later that day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.